Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with no phacoemulsification during a procedure. The procedure was aborted. The surgery was completed the next day using a backup system. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 31, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not a suspect product for the root cause of the reported event. Hp # 1 the company representative tested and found that the first phacoemulsification (phaco) handpiece (the customer used), showed phaco performance decay, and recommended replacing it. The handpiece was manufactured on may 4, 2011. Based on qa assessment, the product met specifications at the time of release. The handpiece was determined to be non-conforming. However, how that handpiece became non-conforming remains inconclusive. Hp # 2 no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).